Manufacturer narrative:
Vyaire complaint number (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was delivering higher tidal volume than what was set. During troubleshooting, the distributor's service technician found that the problem is in the turbine assembly when he cross checked the turbine assembly. There was no patient involvement associated with this report.